Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the cpu video outlet was dis-configured as the imaging system was restarted with the secondary output disconnected and the system functioned as designed. The connections were all re-established and the reported issue could not be replicated after multiple restarts. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system monitor did not display anything. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.